Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. As a result of checking the device, the phenomenon "(1) e216, (2) noise, (3) e315" was not reproduced. Based on the results of the investigation, a definitive root cause could not be established. Although the suggested phenomena were not confirmed, a trace of water intrusion was recognized in the scope connector. Therefore, the possibility is presumed that water intrusion or moisture in the endoscope caused damage, which resulted in the suggested defect. A trace of water intrusion could be presumably caused by the follows: the endoscope was immersed underwater while the cap was installed. A leak test air tube was assembled to the endoscope underwater. Some load such as releasing the check valve of the water detection connector was applied by a brush or else while the endoscope was immersed underwater. The user could reduce/prevent occurrence of the subject events by implementing the below instructions for use (IFU): the operation manual chapter 3 section 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi (white light imaging and narrow band imaging) endoscopic images are normal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is ongoing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was a connection error code e216 and e315 issue while using evis lucera elite colonovideoscope. The issue occurred during a diagnostic colonoscopy procedure, approximately 3 minutes after inspection, when the scope was inserted into the patient¿s body and a noise was heard on the screen. The device was inspected prior to use and no abnormalities were found. The procedure was completed using a similar device. There was no patient harm associated with the event.